Manufacturer narrative:
(E1) initial reporter address 1: no. (B)(6).device evaluated by MFR.: gladiator elite 6.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the proximal markerband and extending approximately 47mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per gladiator specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. Ultrasound revealed a lesion near the anastomotic outflow tract located in the upper extremity with the narrowest point of 1.1 mm and multiple stenosis in the pathway. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. The balloon was primed to 23 atmospheres; however, abnormal sound was noted and the needle of the pressure pump descended rapidly. It was noted that the balloon burst on ultrasound. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 57% stenosed, non-tortuous and non-calcified. The balloon ruptured on the third inflation at 23 atmospheres. There were no fragments left in the patient and the balloon was removed via sheath.

Event description:
It was reported that balloon rupture occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. Ultrasound revealed a lesion near the anastomotic outflow tract located in the upper extremity with the narrowest point of 1.1 mm and multiple stenosis in the pathway. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. The balloon was primed to 23 atmospheres; however, abnormal sound was noted and the needle of the pressure pump descended rapidly. It was noted that the balloon burst on ultrasound. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 57% stenosed, non-tortuous and non-calcified. The balloon ruptured on the third inflation at 23 atmospheres. There were no fragments left in the patient and the balloon was removed via sheath.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. Ultrasound revealed a lesion near the anastomotic outflow tract located in the upper extremity with the narrowest point of 1.1 mm and multiple stenosis in the pathway. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. The balloon was primed to 23 atmospheres; however, abnormal sound was noted and the needle of the pressure pump descended rapidly. It was noted that the balloon burst on ultrasound. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.